Manufacturer narrative:
Additional data: a2 a3a d6a h11 clarification to partial date of implant: 2000 provided. Clarification to partial device information received: "mcghan 300 textured saline" was provided.

Event description:
Healthcare professional reported "rupture/deflation". This record is for the left side device. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture/deflation". This record is for the left side device. The device was explanted.